Event description:
New information received notes that the ICD was replaced due to normal battery depletion. There were no adverse consequences to the patient prior, during and post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2016, the estimated device longevity was showed as 1.1 years and by the longevity calculation, it was approximately 8 to 11 months. The device has reached to eri on (B)(6) 2016. The physician does not agree with estimated longevity display as it often exceeds from the actual longevity. The device replacement is planned in the near future. There were no adverse consequences to the patient due to this event.